Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was buzzing after replacing the battery in the insulin pump. The customer stated that there was a full black circle on the screen of the insulin pump. The customer's blood glucose was 299 mg/dl. The customer further stated that none of the buttons were responsive. The customer did not recall any significant events leading to the keypad issues. The customer did confirm that he worked in extremely cold temperatures. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to flattened act button dome switch. No buzzing or display anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot near battery tube threads.